Manufacturer narrative:
Section d4: primary UDI corrected section d4: expiration date was inadvertently added to the initial report; the device is reusable and does not have an expiration date. Section g4: PMA # corrected section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Section h6: health effect - impact code corrected section h8: usage of device corrected manufacturer¿s investigation conclusion: the reported event of a s3 system alert was confirmed via log file analysis and evaluation at the service depot. The log file that was extracted from the console captured intermittent s3 alarms correlating to the console¿s fan speed on (B)(6) 2024 ¿ (B)(6) 2024. Available information indicates that the system was not in patient use at these times, and the alarm did not prevent the system from operating a mock loop as intended throughout the data. The returned centrimag 2nd generation primary console (serial number (B)(6) was powered on and after the boot up sequence the s3 alert activated. Upon further inspection, it was found that the fan assembly was not functioning as intended and the interior of the console was contaminated with dust. The fan assembly was replaced and the interior components were thoroughly cleaned, resolving the event. The root cause of the dust buildup within the console, which could have caused the fan to not spin properly and trigger the s3 alarm, was unable to be conclusively determined. The device history records were reviewed for the centrimag console (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. The 2nd generation centrimag system operating manual (rev. M) section 12.4 ¿ "appendix IV ¿ electromagnetic immunity¿ covers the electromagnetic immunity tests, test levels, compliance levels, and electromagnetic environment guidance. The returned centrimag console was powered on and after the boot up sequence the s3 alert activated. Upon further inspection, it was found that the fan assembly was not functioning as intended and the interior of the console was contaminated with dust. The fan assembly was replaced, and the interior components were thoroughly cleaned, resolving the event. The console underwent functional testing but did not pass. During testing the console did not withstand surge testing of up to 2.0 kilovolts (kv). Due to this, the console did not meet iec (international electrotechnical commission) 61000-4-5 standards. The unit will be held by the service depot until parts become available for rework. The unit will not be returned to the rental pool. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a centrimag had a system alert s3 after a couple reboots. It was still alarming. The unit would be sent for analysis and repair. The unit was not connected to a patient at the time of the s3 alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.